Event description:
It was reported the patient failed to maintain her ipg as recommended. In turn, she lost stimulation and the ipg was unable to communicate with her external devices. As a result, her ipg was explanted and replaced. Stimulation was restored post-op.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.